Event description:
It was reported by the rep the devices were used duringa laparoscopic cholecystectomy. It was reported the trocars and reducer cap leaked through out the entire case. There was no consequence to the pt.